Event description:
It was reported that the pt experienced no stimulation in his back. The pt also indicated that his back pain was worse than before the implant. The pt was reprogrammed multiple times without success. The decision was made to do a revision. A revision was performed. The pt was programmed several times before reaching optimal therapy.

Manufacturer narrative:
.